Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. It was reported that a pre-existing dissection was revealed around the renal arteries. Additionally, some calcification and tortuosity were found in the proximal aortic neck. Trunk-ipsilateral leg (rlt231416j/17402696) and contralateral leg components were successfully deployed below the renal arteries, and touch-up ballooning was performed with a non-gore manufactured balloon catheter. Intra-procedure imaging revealed a proximal type I endoleak, so additional ballooning was performed. Another angiography was run, revealing that the endoleak was resolved while the existing dissection was enlarged (the existing dissection was extended). The existing dissection is proximally adjacent to the implanted trunk-ipsilateral leg component. The procedure was concluded with a wait-and-watch approach taken to the aortic dissection.